Event description:
It was reported that the hospital have been rolling out an upgrade from renasys go to renasys touch npwt devices. There were a few times where the renasys touch devices were alarming about a full canister when the canister was not full and/or empty. The devices had been kept upright. They returned a few devices but noticed that the alarm seemed to be related to the canister attached, rather than the device itself. No patient harm reported.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause include component failure. No batch/lot number has been provided, therefore a review of the device history has not been possible, a complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.